Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is advancement of the implant due to the patient's fall.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient did well after the initial procedure but complained of pain after a fall three weeks post-op. The surgeon determined that the most superior positioned implant had been advanced into the neuroforamen after the fall. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the superior positioned implant and placed a new implant of the same type between the s1 and s2 neuroforamen. The patient's pain complaints resolved following the revision procedure.